Event description:
Consumer reports that "I was brushing my teeth and the top rotating piece completely broke off." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
Additional information for section - patient identifier was missing in initial report. Patient identifier is now included.